Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial the index procedure was in 2008. The lesion in the svg was predilated prior to stenting with a xience v stent. The xience v stent was placed to treat restenosis of the svg occurring from a previously performed CABG procedure. No procedural complications were noted. Post procedure EKG showed changes. The findings are suggestive of a non q-wave mi. No treatment was performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the xience IFU states that xience is indicated for improving coronary luminal diameter in patients with symptomatic heart disease dur to de novo native coronary artery lesions (length = 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU states the safety and effectiveness of the xience stent have not been established for subject populations with in-stent restenosis or lesions located in saphenous vein grafts. The patient effect of mi, listed in the IFU, is a known potential adverse event associated with coronary stenting and is not an indication of a product quality deficiency. A definitive cause for the reported patient effects and the relationship to the product cannot be determined.